Manufacturer narrative:
This incident occurred outside the united states. Info contained with in this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that when insulin passes from the insulin cartridge to the infusion set cannula, insulin is lost (leakage). The pt changed the infusion set 3 times and was unable to resolve the leakage. He stated his blood glucose has been elevated as a result, value not provided. The pt injected insulin via pen to lower his blood glucose. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.